Event description:
The customer stated that they were monitoring mother and baby with an avalon fetal monitor. The baby was dead when delivered, the doctor stated that the baby had been deceased for 3 days. The customer requests verification that m2702a avalon fm20 avalon fetal monitor is in "good working order".

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
The sales & service representative from east cape x-ray (distributor) tested the m2702a avalon fm20 fetal monitor s/n: (B)(4). The fetal monitor passed all tests on (B)(4) 2015. Additionally, philips requested the trace recordings which were examined by the philips research and development (r&d)department. The results of this analysis of the submitted trace recordings did not provide any indication of a malfunction of the fetal monitor or the transducers. Result: from a technical point of view as well as the examination of the trace recordings, there is no indication of an equipment malfunction (see examination/test results below). "Please find the investigation results from research & development (r&d) expert technical lead which I recommend to provide to the customer. Two recordings have been provided. Equipment documented on the paper: - fetal monitor: m2702a, serial number (B)(4), software g.02.19 - us transducer: m2736a, serial number (B)(4), software a.06.31 (for fetal heart rate measurement) - toco mp transducer: m2734b, serial number (B)(4), software a.06.31 (providing uterine activity and maternal pulse rate from the abdominal skin). (B)(4) 2015, 12:37 to 12:44, 12:56 to 13:09, 13:37 to 13:50. - ultrasound picks up a heart rate with base line around 120 bpm. - fmp shows movements which may be caused by maternal movements especially in intrapartum situations. - maternal pulse from toco mp transducer picks up a heart rate around 120 bpm. This maternal pulse rate is also annotated in the toco scale every 5 minutes. Both traces are widely matching. - question marks are printed at least every 5 minutes at the upper edge of the recording paper (¿? Fhr1 / pulse¿), i.e. The cross-channel verification (ccv) indicates that ¿fhr1¿ (ultrasound) and ¿pulse¿ (toco mp) very likely are from the same source, usually maternal. In such a situation the fetal signal should be verified as described in the fetal monitor¿s ¿instructions for use¿. - after 13:38 a straight toco line indicates that the toco mp transducer has been removed from the patient. Therefore the maternal pulse was not available anymore for the automatic cross-channel verification against the ultrasound derived heart rate. No further question marks have been recorded. Fmp bars are still being recorded but may be caused by maternal position changes or movements including coughing. The good quality tracing throughout all three recordings and consistency of both parameters (ultrasound and toco mp) confirm that the maternal heart rate was around 120 bpm, i.e. There was no heart rate doubling by the ultrasound parameter as suspected at 13:38 (handwritten annotation ¿*2¿). Comment: philips often see increased maternal heart rates with fetal demise, even above 140 bpm. There is no indication for a malfunction of the fetal monitor or the transducers. Related excerpts from ¿instructions for use, avalon fetal monitor fm20 / 30, fm40 / 50, release g.0¿ (part number 453564290161, august 2011): section 1 ¿introduction¿, ¿confirm fetal life before using the monitor¿ (page 10): ¿fetal monitoring technology available today is not always able to differentiate a fetal heart rate (fhr) signal source from a maternal heart rate (mhr) source in all situations. Therefore, you should confirm fetal life by independent means before starting to use the fetal monitor, for example, by palpation of fetal movement or auscultation of fetal heart sounds using a fetoscope, stethoscope, or pinard stethoscope. If you cannot hear the fetal heart sounds, and you cannot confirm fetal movement by palpation, confirm fetal life using obstetric ultrasonography. Continue to confirm that the fetus is the signal source for the fhr during monitoring.¿ ¿when using an ultrasound transducer: ¿ it is possible to pick up maternal signal sources, such as the aorta or other large vessels. ¿ misidentification may occur when the mhr is higher than normal (especially when it is over 100 bpm).¿ ¿when fetal movement profile (fmp) is enabled: fmp annotations in the absence of fetal life may be a result of: ¿ movement of the deceased fetus during or following maternal movement. ¿ movement of the deceased fetus during or following manual palpation of fetal movement (especially if the pressure applied is too forceful). ¿ movement of the ultrasound transducer. ¿ the ultrasound transducer detecting a maternal movement source, such as the mother coughing.¿ additional information is given in: section 10 ¿monitoring fhr and fmp using ultrasound¿ (page 95), subsections - technical description - limitations of the technology - misidentification of mhr as fhr - cross-channel verification - artifact in fetal heart rate measurement (page 103), including subsection: ¿user interface¿, ¿cross-channel verification (ccv) indication on avalon fetal monitors¿ section 19 ¿monitoring maternal heart / pulse rate¿, - subsection ¿cross-channel verification¿ with trace example (page 156). The sales and service representative from east cape x-ray cc.confirmed that they have done verification tests on the fm20 in question and confirmed to the customer that they found no faults on the unit. They have returned the unit to the customer as requested. The device was used for monitoring at the time of the alleged malfunction. The customer reported the stillbirth of a baby. Testing of the device performed by the sales & service representative from the local distributor and examination of the provided traces by the philips r&d department did not provide any indication of an equipment malfunction and of the involvement of the m2702a avalon fm20 fetal monitor s/n (B)(4) in the stillbirth. Philips requested and received the trace recordings of the monitor from the customer. After evaluation of the provided information by the philips r&d department, it was established that there was no product malfunction. A verification test of the avalon fm20 fetal monitor carried out by the local distributor supported the finding of "no product malfunction". The product remains at the customer site. No further investigation or action is warranted. (B)(4).